Event description:
Initial information received on (B)(4) 2012, processed with additional information received on (B)(4) 2012. The case had been reassessed as serious reportable based upon new information received on (B)(4) 2012. This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, a few days ago, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b0132w13, frequency and expiration date unspecified). After an unspecified duration, while trying to remove the tampon, the cord of a tampon broke and the tampon got stuck in her vagina. The consumer mentioned that she waited for several hours for the tampon to eventually come down on its own, but that did not happen. She visited a gynecologist who removed the tampon. The action taken with the device was unknown. After analyzing the four samples of tampon received from the consumer, no defect could be found. For more specific description of the particular defect, defected samples would be required. This report was assessed as serious (required intervention). The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.